Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they cannot get their pump to set again. The customer states they changed out the battery and are not receiving battery out limit alarm. The customer also mentions no delivery alarm when they changed the reservoir and primed the device. The customer states there was a hospitalization for their high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 101mg/dl. The customer states the cause of the hospitalization was aorta valve that needs repair. Troubleshoot was conducted. The customer was able to successfully run manual prime with no delivery alarm. The customer was advised to monitor the device and call back if issues persist.